Event description:
During set-up for a cardiopulmonary bypass procedure, the green channel went out and would not calibrate the transducer on the pressure sensor module. The transducer was changed out and rebooted, but it still would not zero. The yellow channel had to be unassigned and reassigned in order to get it to work. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.